Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a de novo lesion in the distal right coronary artery (rca) with moderate tortuosity and moderate calcification, pre-dilatation was performed with a 2.5x10 mm non-abbott balloon. A 3.5x28mm xience v stent delivery system (sds) was advanced and the stent deployed at 18 atmospheres; however, the stents mid portion did not fully expand. Therefore, post-dilatation was performed by inflating a balloon up to 14 atmospheres. Then the lesion suddenly disappeared on angiography due to a perforation that occurred. A 3.0x15 mm xience v sds and 3.0x18 mm xience v sds were advanced and the stents were deployed in an effort to seal the leak. However, this was unsuccessful and the patient experienced tamponade and continuous auto transfusion was required for treatment. The patient had to have open thoracotomy and surgical repair in order to stop the bleeding. Coronary artery bypass graft was performed and the three xience v stents were explanted. The patient is doing well and was discharged on (B)(6) 2015. There was a clinically significant delay in the procedure since the patient went into surgery for 4-5 hours. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A cine of the procedure was returned and reviewed by an abbott vascular clinical specialist. The reviewer noted that the perforation was confirmed and appeared to be in conjunction with the deployment of the initial xience v stent. The use of the subsequent xience v stents to control the perforation bleeding resulted in limited success and was unsuccessful in sustained control. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to deploy from this lot. It was reported the stent delivery system was inflated to 18atm, which is above the rated burst pressure (rbp). It should be noted the xience v everolimus eluting coronary stent system instructions for use states: do not exceed rbp as indicated on product label. Balloon pressure should be monitored during inflation. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.